Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was showing a battery longevity that was less than expected. Premature battery depletion was suspected. The ICD remains in use. No patient complications have been reported as a result of this event.